Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During the procedure, the agility 14 soft steerable guidewire was advanced to the target site, but the tip of steerable guidewire was stretched. The device was changed for another one to complete the procedure. There were no issues removing the guidewire from the package, and the guidewire was removed from package/plastic loop by the distal tip. Prior to inserting in the patient, the distal tip was re-shaped. During insertion, there was no resistance friction at any time, and a constant and dedicated saline source was used at all times. No damages were noted on the microcatheter or catheter that may have contributed to the event. Other than what was reported, no other damages were noticed on guidewire (broke, separated, kink, bent, etc).

Manufacturer narrative:
The agility 14 soft steerable guidewire was advanced to target site, but the tip of steerable guidewire stretched. The guidewire was changed to another one to complete the procedure. Analysis of the returned device found the distal portion of the wire had separated from the device. With follow-up investigation, it was reported that after the distal tip stretched the entire guidewire was removed from the patient and that there was no possibility that part of the guidewire remained in the patient/catheter. There were no issues during removal of the guidewire from the package, and the guidewire was removed from package/plastic loop by the distal tip. Prior to inserting in the patient, the distal tip was not re-shaped, and during insertion, there was no resistance friction. A constant and dedicated saline source was used at all times, and there were no damages on the microcatheter or catheter that may have contributed to the event. It was reported that other than the reported stretching, no other damages were noticed on guidewire; it did not break or separate or kink/bend. Analysis of the returned device by concert medical report: (B)(4). The corewire exhibited a shear break at a diameter consistent with the proximal blivot-.0024". The part was observed under magnification and it was found that the distal portion had detached at the midjoint. The surface finish of the part appeared smooth with no evidence of surface imperfections. The end of the corewire had foreign matter that would not come off when placed in ultrasonic isopropyl alcohol. The part was examined on end at 800% magnification and photographs were taken. Device history review was performed and no known non-conformities were found the reported stretched distal tip was not confirmed; however, distal tip separation was observed on the returned device. Although based on the reported information, no conclusion can be made regarding specific procedural factors that may have contributed to the stretching of the coil, based on the report that the device stretched and was not separated upon removal from the patient, it appears that procedural factors followed by post procedural handling after it stretched contributed to the findings on the returned device. The findings of the analysis strongly suggest that the separation is related to torsional forces exceeding the design limitations. The device did not present any indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore, no corrective or preventive actions will be taken at this time.